Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the patient experienced bilateral central toxic keratopathy in right eye of the patient after lasik surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Event description:
A healthcare professional reported that the patient experienced bilateral central toxic keratopathy in right eye of the patient after lasik surgery. The patient currently achieves natural visual acuity of ten/ten. The pre-operative visual acuity was the same, with the correction planned for the laser procedure. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided in b.5., b.6., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was installed at the customer's site followed by a successful verification prior to the surgery date. Logfile review for the day of treatment shows all laser system functions were within specifications for the respective treatment. The system passed successfully all initialization steps. The logfile shows that the reported treatment (right eye) was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. No root cause for the customer's reported event could be determined. The issue did not persist and has fully resolved. The manufacturer internal reference number is: (B)(4).